Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -05.50/+1.0/092 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to excessive vaulting. The lens was replaced with another same model/length lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the lens optic deformed and the haptics torn and broken. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).